Event description:
During a breast biopsy, the probes would not fire. The doctor removed the probe from the breast and decided to abort the case. The doctor won't be rescheduling the patient due to the age of the patient and will prefer to try and find an alternative method.